Manufacturer narrative:
A specific root cause could not be identified based on the available data. The possible root cause may have been imprecision in the pipetting which was solved by the maintenance. After the fse service visit the analyzer has been operating according to specification and there have been no further issues.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable elecsys anti-hbe immunoassay result for a patient sample and questionable elecsys total psa immunoassay (tpsa) results for another patient sample on the cobas 6000 e 601 module. Of the data provided, there was an erroneous tpsa result for a patient sample. The initial tpsa result was 5.44 ng/ml and the repeat result was 2.56 ng/ml. The sample was rerun and the tpsa result was 5.18 ng/ml and the repeat result was 4.65 ng/ml. No erroneous results were reported outside of the laboratory. The customer was used a different module after the issue. There was no allegation of an adverse event. The tpsa reagent lot number was 24704505 with an expiration date of 30-sep-2018. The customer does not always use the rack adapters. The field service engineer (fse) performed preventative maintenance as it had not been performed for more than one year. The fse checked the instrument status. The performance test was acceptable after the preventative maintenance. The investigation suspected the e 601 module was contaminated or there was an issue with the sample. The customer has had no further issues.